Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that during insertion, the md was unable to advance the iab over the guide wire. As a result, the iab was removed with the guide wire as one unit. After removal of the iab the md removed the guide wire from the iab and found the guide wire was kinked. The md inserted another iab with success. There were no reported patient complications.